Event description:
Agent (B)(6) clinical trial. It was reported in-stent restenosis has occurred. A promus drug-eluting stent was implanted (B)(6) 2010. On (B)(6) 2020, in-stent restenosis (isr) was discovered. An agent drug coated balloon was used to treat the area of isr. There were no patient issues associated with the study treatment.